Event description:
Case description: investigation results: no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated. Annex b, c, d and g codes updated. Narrative updated accordingly. Final manufacturer's comment: 16-may-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3: continued: evaluation summary: product name: novopen 4. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood glucose level to be above 500 (units not reported) [blood glucose increased]. Insulin was leaked from injection side [device leakage]. The dose released one shot causing leakage of insulin at injection site [injection site discharge]. The force needed to inject feel different from normal (lower/easier) [device use issue] the needle attached to the pen in between injections [wrong technique in device usage process]. Case description: study ID: (B)(6) -novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "high blood glucose level to be above 500 (units not reported)(blood glucose increased)" with an unspecified onset date , "insulin was leaked from injection side(device leakage)" with an unspecified onset date , "the dose released one shot causing leakage of insulin at injection site(injection site leaking)" with an unspecified onset date, "the force needed to inject feel different from normal (lower/easier )(device use issue)" with an unspecified onset date , "the needle attached to the pen in between injections(wrong technique in device usage process)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin as part) (dose, frequency & route used- unk) from unknown start date for "product used for unknown indication", medical history was not provided. On an unspecified date, patient experienced technical complaint with the device novopen which led to blood glucose increased to a level of 500 (unit not reported) as the insulin was leaked from injection site and causing blood glucose level to be increased. Novopen released the dose in one shot causing leakage of insulin at injection site . The event of blood glucose increased was not recovered during use of novorapid penfill with novopen 4. The event of blood glucose increased was recovered completely once patient started using novorapid flexpen. It was reported that the patient in general reuse the needles for one day. The needle was attached to the pen in between injections. The force needed to inject felt different from normal (lower/easier), didn't use dialling clicks to estimate the dose of the product. The needle was attached to the pen in a 180-degree angle (straight on). The insulin in use was preserved at room temperature. The patient had not recently changed his diet or exercise level. Batch numbers of novopen 4 and novorapid penfill has been requested. Action taken to novorapid penfill was reported as product discontinued. The outcome for the event "high blood glucose level to be above 500 (units not reported)(blood glucose increased)" was recovered. The outcome for the event "insulin was leaked from injection side(device leakage)" was not reported. The outcome for the event "the dose released one shot causing leakage of insulin at injection site(injection site leaking)" was not reported. The outcome for the event "the force needed to inject feel different from normal (lower/easier )(device use issue)" was not reported. The outcome for the event "the needle attached to the pen in between injections(wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - high blood glucose level to be above 500 (units not reported)(blood glucose increased) : probable. Insulin was leaked from injection side(device leakage) : unknown . The dose released one shot causing leakage of insulin at injection site(injection site leaking) : unknown . The force needed to inject feel different from normal (lower/easier )(device use issue) : unknown . The needle attached to the pen in between injections(wrong technique in device usage process): unknown. Company's causality (novopen 4) - high blood glucose level to be above 500 (units not reported)(blood glucose increased) : possible. Insulin was leaked from injection side(device leakage) : possible . The dose released one shot causing leakage of insulin at injection site(injection site leaking) : possible . The force needed to inject feel different from normal (lower/easier )(device use issue) : possible . The needle attached to the pen in between injections(wrong technique in device usage process) : possible . Reporter's causality (novorapid penfill) - high blood glucose level to be above 500 (units not reported)(blood glucose increased) : unknown . Insulin was leaked from injection side(device leakage) : unknown . The dose released one shot causing leakage of insulin at injection site(injection site leaking) : unknown . The force needed to inject feel different from normal (lower/easier )(device use issue) : unknown . The needle attached to the pen in between injections(wrong technique in device usage process) : unknown . Company's causality (novorapid penfill) - high blood glucose level to be above 500 (units not reported)(blood glucose increased) : possible . Insulin was leaked from injection side(device leakage) : possible the dose released one shot causing leakage of insulin at injection site(injection site leaking) : possible . The force needed to inject feel different from normal (lower/easier )(device use issue) : possible . The needle attached to the pen in between injections(wrong technique in device usage process) : possible.